Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1785 and FDA-2014-n-0736-1786, awareness date 24-oct-2015). It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in 2008 for permanent birth control as she did not want to go on the pill (she became pregnant with her 3rd child even taking the pill daily at the required time). Additional information was received on (B)(6) 2015. She went back in for the hsg (hysterosalpingogram) testing which she was told her tube was occluded and the other opened; she was rescheduled to come back in 3 months and so if continued for a year after the procedure where the hsg showed both tubes were occluded. Consumer became pregnant with her 4th child in (B)(6) 2011 (case reported under reference (B)(4)). She gave birth to a healthy girl in (B)(6) 2012. However a few months after she was born she was treated for bronchitis for the first time (child case reported under reference (B)(4)). In (B)(6) 2012, she was once again surprised as she found out she was pregnant with her 5th child. During the vaginal ultrasound during at 6 week of pregnancy it was noted that her ovarian cyst had grown. This was concerning to the doctor and he told he would be doing another ultrasound later in the pregnancy. During this pregnancy she did not have placenta previa but again she suffered from contractions as she previously did (premature contractions). As she knew what was going on when she was having the contractions she did not go the hospital as often but she was placed on leave early. She gave birth to a healthy girl in (B)(6) 2013 but again she started getting bronchitis as well (case reported under reference (B)(4)). At time of the report, she under the right medication where she too was only getting bronchitis once or twice a year. After she had her daughter, she asked about getting a tubal ligation as obviously essure had failed, and while undergoing the tubal ligation, they took out the 8cm cyst. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had 2 pregnancies after essure (fallopian tube occlusion insert) insertion. This case refers to her second pregnancy with essure. During this pregnancy, she suffered with premature contractions. After the delivery of her daughter, she underwent a tubal ligation. During this procedure, an ovarian cyst was removed. Only pregnancy is listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this case, consumer had 2 hsg tests. Tubal occlusion was only confirmed in the second test. During her pregnancy, she had premature contractions and was placed on leave early. Although she delivered without complications; considering a mechanical interference between essure and the developing pregnancy cannot be excluded; the reported events were considered as related to the suspect insert. As the reported premature contractions were regarded as a serious complication of pregnancy (for which causality with essure cannot be excluded); this case was regarded as incident. Regarding the reported ovarian cyst, based on essure local action in fallopian tubes and given event's nature; causality is considered unlikely. A product technical analysis is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 20-may-2016: quality safety evaluation of ptc ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had 2 pregnancies after essure (fallopian tube occlusion insert) insertion. This case refers to her second pregnancy with essure. During this pregnancy, she suffered with premature contractions. After the delivery of her daughter, she underwent a tubal ligation. During this procedure, an ovarian cyst was removed. Only pregnancy is listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this case, consumer had 2 hsg tests. Tubal occlusion was only confirmed in the second test. During her pregnancy, she had premature contractions and was placed on leave early. Although she delivered without complications; considering a mechanical interference between essure and the developing pregnancy cannot be excluded; the reported events were considered as related to the suspect insert. As the reported premature contractions were regarded as a serious complication of pregnancy (for which causality with essure cannot be excluded); this case was regarded as incident. Regarding the reported ovarian cyst, based on essure local action in fallopian tubes and given event's nature; causality is considered unlikely. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.